Event description:
Customer stated device stopped beeping. Tone test failed to produce sound. Unit was not dropped, bumped or exposed to moisture. Analysis found no audible alarms as a result of poor spring contact on tone pads. Necessary components have been replaced.